Event description:
It was reported that a portion of the k-wire was sheared off from the device when contacted by a screw during pelvic screw placement. The surgeon had removed competitor¿s hardware from l2-s1 and replaced the removed the hardware with expedium 5.5 poly screws in order to extend the existing construct to t10 and pelvis. Upon utilizing fluoroscopic imaging to verify trajectory and placement of the pelvic screws, a small 2-3mm portion of the 1.45 diameter viper was visible in xray. With the access wire portion 80-85mm within the patient¿s pelvis, the broken portion of the k-wire was impossible to remove. The remaining section of the k-wire was discarded by the customer.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded.